Manufacturer narrative:
A replacement power supply was sent to the customer. The product was on (B)(6) 2013, though the product has been rec'd, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that her transformer had a breach and the underlying electronics can be seen. In f/u with the customer, she did not report any fire, sparks or injury. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer reported to customer service that the transformer to her pump in style breast pump had come apart exposing underlying electronics. No report of injury.